Event description:
It was reported the epg (external pulse generator) locked up. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming functional tests. Main printed circuit board, heart lead flex, battery flex, and lcd (liquid crystal display) are contaminated. Upper and lower cases are broken/contaminated.